Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the folate control values, run on the architect analyzer, is out of range low. The issue was not resolved after calibration. The customer requested decontamination of the architect analyzer. There was no impact to pt mgmt reported.